Event description:
The device was used during a laparoscopic cholecystectomy. Because there was and opening between jaw and clip, the clip was dropped from jaw. Surgeon used new instrument to complete the operation. There was no consequence to the pt.

Manufacturer narrative:
Device was not returned for analysis.